Event description:
I checked my blood sugar and it was 200, I knew that could not be right. I tested it without re-sticking myself, I just squeezed more blood from that site. I did this several times and I got several different readings the highest was 200 and the lowest 144. My sugar trends to drop in the 50s and 60s without me knowing. What if I read 80 but it was really 24 and I passed out or died because the meter reading was incorrect. That's 58 numbers difference, that's huge. I did calibrated with the reli on solution sent to me by relion. I also called reli on and they told me it was normal to get several different readings when checking continuously nonstop, I told the lay, no your blood sugar will not drop from 200 to 144 in less than a min, I was so mad I hung up on her. It's like she didn't want to hear what I was saying and this is very serious. She just kept repeating the same thing over again, it was normal don't take your blood sugar level several times repeatedly because you will get different numbers. The product in use is reli on prime but from (B)(6). FDA safety report ID# (B)(4).